Event description:
Based on info reported to davol: it was reported that when the simpulse solo kit was received, the package appeared to be damaged. Contact noted bulge/air on the top portion of the package, when pressed down and released the bulge came back, this is believed to have compromised the sterility of the product inside. The damage was noted upon receipt of the product and there was no pt intervention. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
The unit returned was found to have a cracked blister tray. The blister packaging seal was noted to have been fully formed at one time. A review of the device history record for this production lot found no mfg discrepancies. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that can occur to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.